Event description:
It was reported the lead eroded from the skin and needed to be revised. The patient underwent a revision and the area of the lead was red and there was a likelihood of additional erosion, so the lead was replaced.

Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 3 unreported serious injury events for model lead, 1 serious injury event for model 3889 for the above time period (product code ezw). (See the attached summary report for a listing of the event.)